Event description:
Consumer reported two upper teeth were chipped during use. Dentist wants to bond teeth.

Manufacturer narrative:
Additional information: the product used was either spinbrush pro clean toothbrush soft (B)(6) or spinbrush pro clean toothbrush medium (B)(6). Explanation of section: conclusion: consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.